Event description:
It was reported the programmer analyzer intermittently has no sensing signal, with 60 cycle appearing noise, but can pace intermittently while analyzer cables are connected. New analyzer was installed, yet still produces the same issue intermittently. New analyzer cables were opened multiple times to troubleshoot with same issue occurring. New programmer/analyzer brought into case to test/troubleshoot and works with no sensing/signal/noise issues on signal. It was mentioned this may possibly be an internal connection issues, as all external troubleshooting was tested with no absolute resolution. It was noted the analyzer connection may be damaged. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. Product ID: 2090w programmer. (B)(4).